Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response buttons was not functioning. As received, the rear response button ribbon cable was loose from the j1005 on the ca board due to the enclosure being knocked loose on the case. The root cause of the loose enclosure was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.